Manufacturer narrative:
Eval, results: the ipg was received with no instrument marks. The device did not communicate with the lab programmer. Per product labeling, if you do not recharge a depleted ipg within 2-18 months (depending on the proximity to the end of the device life), the ipg may lose its ability to be recharged. The reported complaint is confirmed and considered to be a user error. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #: 1627487-2012-05793. It was reported, the pt has not used her scs system in four years. The pt underwent surgical intervention and the ipg was explanted and replaced. Post-op, an impedance check revealed low, high, and invalid impedance. The pt will undergo surgical intervention on a later date to address the impedance issues with the lead.